Manufacturer narrative:
(B)(4). The exact date of the death is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that due to an unknown cause the patient expired. The cause of death is unknown.